Manufacturer narrative:
(B)(4). Concomitant medical products: unk knee articular surface, cat#: unk, lot#: unk; unk knee femoral component, cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to aseptic loosening of the tibial component.

Manufacturer narrative:
The following sections were updated: reported event was confirmed by review of x-rays provided. X-rays reviewed by a radiologist indicates minimal lucency at the bone hardware interface of the anterior and medial tibia. Moderate joint effusion. Heterotopic ossification along the medial joint space. Normal overall fit and alignment of the implants. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.